Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary was not accepting the bio-ID login. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was reported that the user was unable to use the bio-ID login. The customer confirmed that the issue had been resolved. The system functioned as intended after the customer resolved the issue.